Event description:
When rn went to connect enfit syringe to injection port, the plastic hub shattered, making this port not useable. Np attempted to find replacement injection port in gi and distribution, but no replacement product available.